Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that in 2008, pre-dilatation was done with a 2.0 voyager balloon. Three attempts were made to deliver two of another company's stents and a xience v; however, the system's did not cross the lesion. Another attempt was made to introduce a 2.5x28 multi link vision stent; however, it did not cross the lesion. Force was used when an attempt was made to remove the system and a dissection occurred. Upon removal of the system, it was noticed that a stent strut was bent. A 1.5 voyager was used to treat the dissection. An attempt was made to introduce a 2.0x23 vision; however, it would not cross the lesion. When the system was removed, it was found to be held inside the sheath. The pt was treated with a balloon only and no stent was implanted. No additional event or pt info is available.